Manufacturer narrative:
This product is not marketed in the us. Claim #: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -15.0/3.5/085 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage. Claim# (B)(4).